Manufacturer narrative:
Insulin pump received with missing end cap sticker and cracked end cap noted. Drive support cap was inspected and no anomaly was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had piston support detached. The blood glucose value at the time of incident was unknown. Insulin pump will be return for analysis.